Event description:
Pt opened the package and the diaper was contaminated with yellow color, like urine, and red color, like blood. The diaper was dried but pt did not use it. Pt used the other diapers from the same package and she was concerned of getting an infection.